Manufacturer narrative:
Correction information was provided in a.1., a.2., a.3.a. And d10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information was received and stated, the patient had no issues following the procedure and doing fine with no complications from the surgery.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, upon lens implantation surgeon observed a split in the central optic of lens. Iol was removed and another lens of same model and diopter was implanted without any issue. Additional information has been requested.